Event description:
It was reported that the patient's ipg was heating up and causing burning at the pocket. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).